Manufacturer narrative:
No service was requested by thew customer. It was reported that the ventilator alarmed for turbine temperature high while connected to a patient during niv treatment. According to the customer, a pre use check was performed and the ventilator passed the pre-use check successfully. The received internal logs did not confirm the reported issue as the data were overwritten. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The conclusion is that the reported issue could not be confirmed in the received device logs and the ventilator passed the pre-use check. The root cause of the reported issue could not be determined. H3 other text : 4111.

Event description:
It was reported that the ventilator alarmed for turbine temperature high while connected to a patient during niv treatment. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 07/27/2020, corrected manufacturing date: 07/16/2020.